Event description:
It was reported that a synthes blade plate broke due to a femoral neck non-union that resulted from a technical error. The plate was originally implanted on (B)(6) 2014. The plate was removed on (B)(6) 2014 and a new blade plate was implanted. The explant took less than 30 minutes and was completed successfully with no additional medication intervention required; all broken pieces easily removed. The surgical outcome was reported to be satisfactory. This is report 1 of 1 for com (B)(4).

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.